Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) states they don't feel their therapy is doing a thing. Pt states they are back to wearing depends and pads. Pt states at first they were sleeping through the night but as of about 3 weeks ago, the symptoms started to return and is progressively getting worse. Pt states they are now up 3-4 times a night and are not able to empty the bladder very well. Pt states they spoke to the doctor's office and they said the next step would be reprogramming. Pt states they don't want to have to pay for an office visit. Pt confirmed they have tried increasing stim to 2.0v and can't go any higher as it becomes uncomfortable. Troubleshooting was unable to be performed as pt states they will need to call back when they have their equipment. Pt states doctor never mentioned anything about changing programs. The caller was redirected to patient services to get education on how to switch programs. No further complications were reported at this time.